Event description:
Customer called with high bgs and took manual injection to stablize bgs. Attempted to prime but nothing exited. Customer spilled orange juice on device. Driver block slides freely on leadscrew.